Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, following a pre-implant balloon aortic valvuloplasty (bav), an unspecified atrio-ventricular (av) block was observed. The implant procedure continued under temporary pacing; however, the av block did not resolve following the implant of the valve. Therefore, the patient was transferred to the intensive care unit (ICU) under pacing.

Manufacturer narrative:
Updated data: b2. Outcome attributed to adverse event. B5. A third paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, following a pre-implant balloon aortic valvuloplasty (bav), an unspecified atrio-ventricular (av) block was observed. The implant procedure continued under temporary pacing; however, the av block did not resolve following the implant of the valve. Therefore, the patient was transferred to the intensive care unit (ICU) under pacing. Additional information was received that the av block was observed prior to the insertion of the delivery catheter system (dcs). Additional information was received that 2 days following the implant of this transcatheter valve, a permanent pacemaker was implanted due to an unspecified conduction disturbance.

Manufacturer narrative:
Updated b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the av block was observed prior to the insertion of the delivery catheter system (dcs).